Event description:
Additional information received from MFR 11/12/2002: at this time, stryker medical's investigation into this report is ongoing to determine the root cause of the alleged event. A review of model 2025 of design documents, product specifications, and past siderails related service reports has been initiated. Although the investigation into the complaint continues, preliminary results reflect that the described failure poses no risk for serious injury. Stryker will send a follow-up letter to your attention upon the conclusion of its investigation into this matter.

Event description:
The problem with these beds is that the siderail keeps breaking, making the bed inoperable and the potential for injury to the pt/staff. Continuous problem since purchase of beds 2 years ago. Constantly having to do maintenance on beds.